Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient reported it didn't seem like the implanted neurostimulator was charging properly. Patient said they needed to have an MRI, but they couldn't get an MRI unless the implant was charged and working properly. When asked for event date, patient said they had so many problems this year and they had been so messed up with losing their husband and taking care of him because they had lung cancer, that they hadn't even thought of themselves. Patient then said they thought there was something wrong with the thing that was in their hip because it felt like it was plastic and like it had shrunk since they had it put in. Agent asked patient if there were any messages or alert codes coming up on the screen when they were charging and patient said no, it was just not charging like a cell phone where there were bars that come up that say charging and it was not charging right. Patient reset the controller and confirmed no damages. Patient then had patient connect recharger and try to charge implant. Patient stated they had back pain and they had not had the stim turned on in a while, so they saw no device found when they unlocked the controller. Agent reviewed meaning of message.